Event description:
It was reported that the instrument broke during use. No pt complications were reported.

Manufacturer narrative:
(B)(4): without device return or add¿l info, neither device eval nor device history record review is possible. We are unable to determine the cause of the event.